Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the power management board was observed. The device's power management board was replaced to address the issue.